Manufacturer narrative:
The investigation for the reported ventricular fibrillation/ventricular tachycardia (vf/vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vf/vt could not be determined. F6/f8 should have been left blank in the initial report.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Event description:
We received a notification via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured sustained ventricular tachycardia (recurring) with a "possible" relationship to the impella device used: ¿the patient has a remote history of ventricular tachycardia (prior to index admission). However, the patient developed sustained ventricular tachycardia on 8 may 2024, for which they were cardioverted from vt to sinus rhythm with av (atrioventricular¿) pacing. On several days after this event, the patient developed recurring vt requiring antiarrhythmics, electrolytes, additional cardioversions, as well as adjustments to their existing aicd (automatic implantable cardioverter defibrillator¿) settings for overdrive pacing.¿ it was reported that the patient/event has not recovered/not resolved.